Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red 43 reperfusion catheter (red43), penumbra system red 62 reperfusion catheter (red62), a benchmark bmx96 access system (bmx96), and a 9fr non-penumbra short sheath. During the procedure, the physician was experiencing resistance advancing the red43 into the red62. The physician advanced the red62 containing the red43 and a guidewire together into the proximal face of the clot in the distal m2 and m3 angular branch of the left mca. While retracting the red43 and guidewire, the physician noticed the red43 had fractured and the distal segment of the red43 remained the intracranial vasculature. It was reported the distal end of the red43 was in the supraclinoid internal carotid artery (ica) and the proximal end of the red43 was in the common carotid. The physician initiated aspiration using the red62 for approximately two minutes. The red62 was slowly retracted under continuous aspiration while monitoring the flow in the tubing. The physician removed the red62 and the bmx96 was double flushed with saline. The bmx96 was retracted into the distal left ica and an angiogram was performed to locate the proximal end of the fractured red43 segment. The physician made multiple attempts using a snare device through the bmx96 and was unable to remove the fractured segment of the red43. Therefore, the physician removed and exchanged to a different snare device. The snare device was used to capture the fractured segment of the red43 into the lumen of the bmx96. The bmx96 containing the snare device and the fractured segment of the red43 was successfully removed together as a unit. The procedure was completed at this point. Post imaging was performed through a diagnostic catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned penumbra system red 43 reperfusion catheter (red43) confirmed that the catheter was fractured. Stretching was also found at the fractured location and other locations on the red43. If the red43 is retracted against resistance, damage such as stretching and subsequent fracture may occur. The kinks on the red62 may have contributed to resistance during the procedure. Further evaluation revealed a kink on the distal fractured segment. The kink is incidental to the reported complaint and likely occurred during snaring. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.